Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with presyncope and shortness of breath presented in clinic. The atrial lead exhibited noise. No intervention was reported and the patient would be monitored. No further information could be obtained.

Event description:
New information available on 11/01/2017 states that, on (B)(6) 2017 there was atrial lead undersensing. The lead was reprogrammed. Patient was stable. On (B)(6) 2017, multiple episodes of atrial noise were also noted. The patient was diagnosed to be in atrial fibrillation/ atrial tachycardia at that time. Capture and impedance were in range. The patient was stable.